Event description:
The account reported the leading haptic stuck to the optic of the intraocular lens after insertion into the patient's eye. The physician successfully released the haptic from the optic. There was no patient injury and the lens remains implanted.

Manufacturer narrative:
The account reported the leading haptic stuck to the optic of the intraocular lens after insertion into the patient's eye. The physician successfully released the haptic from the optic. There was no patient injury and the lens remains implanted. During a retrospective review of the complaint database, it was determined this event was MDR reportable as a malfunction. The serial number of the lens was not received precluding a review of the manufacturing records.